Manufacturer narrative:
Pump received with frozen screen on pump version number and constant tone due to faulty x2 on I/b. Unable to verify for keypad anomaly, black circle display or reset anomaly due to frozen screen. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a constant tone and the keypad was unresponsive. The customer also stated that there was a black circle on the display. Blood glucose level at the time of the incident was 195 mg/dl. The customer let the device rest and replaced the battery, but the reported issues persisted. Blood glucose level at the time of the call was 223 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.